Event description:
This report summarizes <noe> 204 </noe> malfunction events in which the device had paint chips missing. 204 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. 181 events were originally reported for this failure mode during the reporting quarter. - 23 events were inadvertently excluded. - 204 reported events are included in this follow-up record. Product return status: 94 devices were received. 105 devices were evaluated in the field. 5 devices were not available for evaluation. Event confirmation status: 198 reported events were confirmed. 1 reported event was not confirmed. Evaluation results: 199 devices were found to be affected by missing paint chips.

Event description:
This report summarizes <noe> 181 </noe> malfunction events in which the device had paint chips missing. 181 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 181 previously reported events are included in this follow-up record. Product return status 157 devices were received. 15 devices were evaluated in the field. 9 device investigation types have not yet been determined. Event confirmation status 171 reported events were confirmed. 1 reported event was not confirmed. Evaluation results 171 devices were found to be affected by missing paint chips. 1 device had no problem found.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 181 events were originally reported for this failure mode during the reporting quarter. - 23 events were inadvertently excluded. - 204 reported events are included in this follow-up record. Product return status 94 devices were received. 105 devices were evaluated in the field. 5 devices were not available for evaluation. Event confirmation status 198 reported events were confirmed. 1 reported event was not confirmed. Evaluation results 199 devices were found to be affected by

Event description:
This report summarizes <noe> 204 </noe> malfunction events in which the device had paint chips missing. 204 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 181 events were reported for this quarter. Product return status: 155 devices were received. 8 devices were evaluated in the field. 17 device investigation types have not yet been determined. Event confirmation status: 162 reported events were confirmed. 1 reported event was not confirmed. Evaluation results: 162 devices were found to be affected by chipped paint. 1 device had no problem found. Additional information: 181 devices were not labeled for single-use. 181 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 181 </noe> malfunction events in which the device had paint chips missing. 181 events had no patient involvement; no patient impact.